Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/06/2017 with the following findings:a review of the black box and alarm history did not indicate any rewind issues. The pump powered on normally and successfully completed ez-prime steps. After the rewind step, a 2ml cartridge was inserted and was able to fit properly. There was no evidence of any debris in the cartridge compartment. The pump was exercised for 24 hours with no issues occurring. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment and cartridge compartment were both cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.